Manufacturer narrative:
The insulin pump passed basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected in our testing.

Event description:
Customer reported via phone call that there was a motor position encoder error alarm in the alarm history. Customer's blood glucose was 136 mg/dl. Device passed the displacement test. Device was unable to pass the fixed prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.